Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm and right iliac aneurysm. Coiling was also completed. It was reported during the index procedure coils were placed in the right internal iliac. There was one coil that had migrated out of internal but the physician was not concerned since the plan was to cover with the stent graft. The main body was deployed through the left iliac approach without any issue. A sentrant sheath was advanced through the right iliac and placed but once the wire was removed from the sheath it kinked due to tortuous anatomy so a dilator was advanced as well. The sheath was removed and replaced with a new one but placed at a lower level. It was noted that it was discussed multiple times about using buddy wires for extra support considering changing the case plan to aui however the physician elected to proceed with the original plan. It was then attempted to advance a long destination catheter when the right external iliac ruptured so far down to the point where the limb piece would not fix. The physician decided to convert to open. It was reported the physician had control over the iliac but there was a hole in the vena cava as well. After strenuous efforts, time of death was called due to blood loss and live saving attempts administered. Per the physician the cause was not due to the device but due to tortuous anatomy and a hole in the vena cava after rupture of the right external iliac.

Manufacturer narrative:
Product analysis conclusion: the reported iliac artery rupture and blood loss leading to the patient's death could not be assessed in the pre-implant films returned. Lack of complete pre-implant cts did not allow for a more thorough assessment of the pre-implant anatomy. Procedural angiograms showing attempts to introduce the devices were not received for a thorough analysis of the event. Per the physician, the cause of the events were due to the patient's tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.